Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr60d cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue?---ileocecal area. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. What color cartridge was being used? ---gold. What other color cartridges were used before and after this event? ---no information. Was buttressing material utilized? ---no. If so, which product? Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? ---no. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? ---the firing force was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no. The malformed staples were confirmed not on the distal end but on the proximal part of the cartridge.

Event description:
It was reported that during an open appendix resection, it was found that the staples of distal part (around 1/3) were malformed at the 3rd stroke of the 1st firing. Additional suture with a 4-0 vicryl was performed for the target tissue where the staples were malformed to complete the case. There were no adverse consequences to the patient. The doctor commented that the firing force had been especially higher than expected at the 3rd stroke of the 1st firing. Reinforcement material was not used.